Manufacturer narrative:
Concomitant continued: d314drg ICD implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance in the superior vena cava (svc) coil. The svc coil trend had been chronically high. The lead remains in use. No patient complications have been reported as a result of this event.